Event description:
It was reported by provider that the left front caster broke off of the t4 wheel chair. Consumer advised the caster started to wear and one day she went to sit in the chair and it broke off so she got out of chair right away, no injury. Provider did not have any additional information to provide.